Manufacturer narrative:
Event date: unknown. Device has not been explanted. Device remains in the patient; will not be returned for review/investigation at this time. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer: it was noted that the complained breakage could be observed.

Event description:
It was reported that a trochanteric femoral nail advanced (tfna) was originally implanted on (B)(6), 2014. At some point thereafter, it was discovered to have broken at the junction of the blade and the nail. This was identified via x-rays taken on (B)(6) 2015. The patient has undergone significant chemo and radiation treatments, and no fracture healing has occurred. The surgeon is expected to schedule the patient for an implant removal procedure and a proximal femur replacement prosthesis in the future. This report is 1 of 2 for (B)(4).